Event description:
It was reported that the pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that pump was insulin delivery was operating within required specifications and delivery accuracy.